Event description:
The distributor reported on behalf of the user facility that the device leaked during surgery. No pt injury was reported. Add'l info has been requested from the distributor.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.